Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The severely tortuous and calcified target lesion was located in the circumflex (cx). The lesion was predilated with an unknown device and then a 3.50x16mm veriflex stent was advanced to the cx; however, the device was unable to cross the lesion. While the physician was removing the device from the patient, it got caught on the lip of the unknown guide catheter and the stent sheared off of the stent delivery balloon while it was in the left main (lm). The physician was able to successfully snare the stent from the patient and the procedure was completed with a 3.5x8mm veriflex stent and postdilation was performed with a quantum maverick balloon. No patient complications were reported with the patient¿s current condition listed as ¿okay¿.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).